Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1,common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001257, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001257 was manufactured according to the work instruction (wi) version 75 and packaging in the multivac m12 on 09-may-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3d04917 was manufactured according to the wi version 26 assembled in the quickset line, on 09-may-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3d04916 was manufactured according to the wi version 26 assembled in the quickset line, on 08-may-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3d04905 was manufactured according to the wi version 38 and manufactured in the line 08, on 06-may-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3d04896 was manufactured according to the wi version 38 and manufactured in the line 04, on 05-may-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3d04903 was manufactured according to the wi version 38 and manufactured in the line 04, on 09-may-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day, the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.